Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, two heartstring iii seals filed to load properly as the seal remained inside of the loading device upon removal of the delivery device. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Refer to MFR. Report # 2242352-2013-00362.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. The delivery device was returned outside of the loading device. The tension spring assembly, seal and anchor tab were located inside the body of the loading device. The green slide lock was locked and the white plunger was not depressed on the delivery device. Based upon the evaluation results, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There were no non-conformances recorded in the lot history. (B)(4).